Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. The patient had undergone ablation in 2012 and experienced recurrent ventricular tachycardia for about the last 6 months. Further ablation was discussed but was not performed because of the diffuse nature of the patient¿s electrophysiological anatomy. The patient was managed with antiarrhythmics. On (B)(6) 2016 the patient was admitted in complete heart block with low flow alarms. The low flows resulted from the tachycardic rhythm and an outflow tract thrombus developed, visualized by an echocardiography and a CT scan. A CT angiogram showed thrombosis of the lvad conduit with a short segment near the connection to the aorta causing 80-90% narrowing. Upon admission, the patient¿s inr was therapeutic (goal of 2-2.5) and the patient was started on IV heparin. The patient was elevated to status 1a on the heart transplant list and was transplanted on (B)(6) 2016. It was reported that the patient had no history of coagulopathy and no previous vad issues. It was also reported that the patient had a history of driveline infection with klebsiella, (B)(6), and pseudomonas, but it was reported this was not the impetus for the transplant.

Manufacturer narrative:
Additional information: the report of suspected thrombus was not confirmed through the evaluation of the returned pump. Approximately 4 inches of the sealed outflow graft and sealed outflow graft bend relief were returned. The sealed outflow graft bend relief was returned around the outflow graft but detached from the outflow graft hardware. Removal of the bend relief revealed that the outflow graft appeared to be kinked lengthwise from the graft attachment to the distal end of the graft segment; however, a root cause for the kink, a time in which it formed, and if it was present during patient support could not be conclusively determined. Examination of the interior of the graft and graft attachment revealed no deposition or thrombus formation. If the kink was present during support, it could have potentially restricted blood flow through the graft, contributing to the low flow alarms. Examination of the pump¿s blood contacting surfaces did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Additionally, a direct correlation between the pump and the report of recurrent ventricular tachycardia and driveline infection could not be determined. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The report of low flow hazard alarms was confirmed based on the evaluation of the submitted log file; however, a root cause for the alarms could not be conclusively determined through this evaluation. The instructions for use lists device thrombosis, cardiac arrhythmia, and driveline infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.